Event description:
While the nurse was doing mouth care for the patient, she noticed that the patient had no respirations and then the vent started alarming. The nurse immediately removed the patient from the vent and she ambu bagged the patient with 100% o2. She contacted the assigned respiratory therapist and he got a new vent.